Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was slow to log in. The field service engineer (fse) replaced the drivers for the bio ID and rebooted the system, but the issue persisted with intermittent slow performance. Network settings were reviewed and appeared normal. The network speed was then reduced to half-duplex, which resolved the problem. Multiple login tests were performed with several users, and no further issues occurred. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es users reported that the cabinet took several minutes to sign in and intermittently froze. Staff sometimes rebooted the cabinet to restore functionality. Customer tried to reboot, issue still persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.